Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a set of lines at the clinic were leaking just below the blood pump at the red connector site where the pigtail came off. Upon follow-up, the cm stated a hemodialysis (hd) patient was one hour into dialysis treatment on a fresenius 2008t machine when blood leaked from the tubing line below the blood pump on the connection the pigtail comes off of. The machine did not alarm. There were no known loose connections or defects seen on the combiset bloodlines. There were no issues noted during priming and changes or disruption in pressure during treatment. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was 20 cc. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the cm stated the patient was restarted on the same machine and treatment completed successfully without further issue. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a set of lines at the clinic were leaking just below the blood pump at the red connector site where the pigtail came off. Upon follow-up, the cm stated a hemodialysis (hd) patient was one hour into dialysis treatment on a fresenius 2008t machine when blood leaked from the tubing line below the blood pump on the connection the pigtail comes off of. The machine did not alarm. There were no known loose connections or defects seen on the combiset bloodlines. There were no issues noted during priming and changes or disruption in pressure during treatment. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was 20 cc. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the cm stated the patient was restarted on the same machine and treatment completed successfully without further issue. The complaint device was available to be returned to the manufacturer for evaluation.